Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An assisted automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the event was not reported. Twenty days after onset of symptoms, the patient as diagnosed with peritonitis and was hospitalized for three weeks. On an unreported date, the patient was treated with antibiotics (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd catheter was removed and therapy was discontinued and the patient was switched to haemodiafiltration. No additional information is available.